Event description:
Ous MDR. After an implantation period of 69 months, it was reported that the pacemaker displayed a battery error warning and a possible (OEM) rv lead problem. Diagnostics reportedly showed device reaching eri on (B)(6) 2015. The pacemaker was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the aforementioned device was interrogated revealing the battery status eri since (B)(6) 2015. During initial interrogation a warning message was triggered regarding the battery condition. The inspection of the memory content documented that the current consumption of the pacemaker was normal and as expected. The amount of charge taken from the battery was verified indicating the battery depletion not to be as anticipated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection revealed no anomalies. The battery was disconnected and the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and in particular the anti-bradycardia therapy functions proved to be flawless. Furthermore, the current consumption was normal and as expected. The analysis of the electronic module did not show any peculiarities. The battery was sent to the manufacturer for further analysis. Analysis results of the battery: the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. However, the destructive analysis did not reveal any abnormality which might have led to an early depletion of the battery. In conclusion, the device was implanted for 68 months. The clinical observation was confirmed, the battery was found depleted. Despite an exhaustive analysis of the device itself and on component level, no conclusion can be drawn regarding the root cause of the premature battery depletion.